Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. A partial lead with the lead tip measuring 49.9cm was returned for analysis. The portion of the lead that was returned was normal. Without return of the entire lead, a complete analysis could not be performed.

Event description:
It was reported during a follow-up decreased sensing and increased capture threshold were observed. The lead was explanted and replaced. The patient was in good condition following the procedure.